Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine ultra¿ pen needles was unable to deliver insulin. The following information was provided by the initial reporter: now he reports that he has the same complaint with another charge. It is now about the charge 3004058 factory date 2023-02-01.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 13-sep-2023 h6: investigation summary eight open 32g x 4mm pen needle samples were returned from lot. No. 3004058, cat. No. 320584. Visual examination was carried out on the returned samples and a bent cannula non patient end was observed on all eight samples. No clog test could be carried out due to the condition of the samples. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to determine root cause.

Event description:
It was reported that the bd micro-fine ultra¿ pen needles was unable to deliver insulin. The following information was provided by the initial reporter: now he reports that he has the same complaint with another charge. It is now about the charge 3004058 factory date 2023-02-01.